Event description:
Same case as: 2134265-2009-01231. It was reported that post a coronary drug eluting stenting treatment procedure, chest pain, a stent thrombosis occurred. The pt presented with chest pain, myocardial infarction (mi), and st elevation and was transferred to another hosp. Angiography identified a totally occluded mid left anterior descending (lad) with severe proximal lad stenosis. The thrombus was aspirated with a non-bsc aspiration catheter. The lesion was predilated with a 2.5x15mm maverick balloon, inflated multiple times to 10atm for 30 seconds. The physician deployed a 3.00x32mm and a 3.00x24mm taxus express2 drug eluting stent in the proximal and mid lad. Intra-aortic balloon pump (iabp) was placed during the procedure and removed the following day. Timi flow 3 before and after the procedure. Medications given include: heparin, plavix, baby aspirin, integrilin and nitroglycerin. One year and eleven months post the initial procedure, the pt presented with an allergic reaction to doxycycline. Which was treated with solu-medrol, benadryl, and epinephrine. The pt began having chest pain. Angiography revealed thrombus in the mid to distal portion of the lad stents and stenosis in the proximal portion of the vessel leading into the more proximal stent. The thrombus was aspirated with a non-bsc catheter. Two inflations were made with a 3.0 x 15mm maverick balloon, inflated to 14atm for 40 seconds. Medications given include: heparin, plavix, integrilin, and nitroglycerin.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.